Manufacturer narrative:
H3. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of defective stopper molding. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® edta 2k, the stopper was deformed. The following information was provided by the initial reporter, translated from japanese: this report is about a disfigured stopper. The stopper was deformed and blood could not be drawn. When the cap was removed and checked, the stopper was found to be deformed. Blood was collected normally using another blood collection tube from the same lot.

Manufacturer narrative:
(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® edta 2k, the stopper was deformed. The following information was provided by the initial reporter, translated from japanese: this report is about a disfigured stopper. The stopper was deformed and blood could not be drawn. When the cap was removed and checked, the stopper was found to be deformed. Blood was collected normally using another blood collection tube from the same lot.